Event description:
It was reported that the pt was undergoing a posterior spinal surgical procedure. During the surgery, it was reported that the set screw cross threaded. No pt complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the MFR for eval, therefore, the cause of the even cannot be determined.